Event description:
It was reported that when using the circular device (surgery - left-sided hemicolectomy), bleeding occurred 1 hour after the operation. The patient was taken for reoperation and found that several staples were missing at the site of the anastomosis (hardware suture), resulting in bleeding. The surgeon noted that when using the device, there was an uncharacteristic sound of stitching.

Manufacturer narrative:
(B)(4). D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: date of adverse event - (B)(6) 2023. Operation date (date and time) - (B)(6) 2023, 10.30 - 14.30. Date of reoperation (date and time) (B)(6) 2023 19.30-21.45. A full description of the side effects of the medical device: bleeding from the mechanical suture of the anastomosis (flashing with the device). Measures taken by the medical organization to eliminate the adverse event: repeated surgical intervention to eliminate bleeding. Information about the patient: patient (patient at home, outpatient, inpatient, medical staff, visitor, technical staff, self-treatment, other) - patient in a hospital; the outcome of an adverse event - bleeding is eliminated, the anastomosis is performed again; description of the problem of the patient - bleeding from the suture line (during the second operation, the doctor recorded the absence of part of the staples along the suture line); actions and assistance provided by the medical organization to the patient - repeated surgical intervention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is meant by an uncharacteristic sound of stitching? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2023. Additional information was requested, and the following was received: what were the indications for the operation? - cancer of the descending colon please explain that the uncharacteristic sound of the stitching made itself? Crunch, as if the machine broke down. Did the patient receive any preoperative chemotherapy or radiation therapy? Were there any problems with the device during the initial surgical procedure? No. Specify the position and experience of the medical professional who started the device. ¿ more than 10 years where on the green compression scale was the indicator before flashing (low border, middle or upper limit of the scale)? Two-thirds of the scale doctor waited 15 seconds after closing the device before flashing? Was it difficult to close the device? Was it not difficult to sew the device? Yes. , how many turns of the adjustment handle counter-clockwise was used to open the device? 1,5. Did the doctor feel the sound and tactile feedback when flashing? Have the resecated tissue ring been checked for integrity? If so, describe. The inspection was, 2 rings was visually confirmed complete incision of the white plate to be cut? Yes , during any stage of treatment were there any problems with the formation of staples? If yes, please provide details including localization. Problems with sewing how was postoperative bleeding detected? Rectal hemorrhage what was the alleged total blood loss (ml)? No data was a blood transfusion required? How did the bleeding stop? Use of another device during repeated operation what was the pre-and postoperative protocol of anticoagulant therapy and anesthesia? Low molecular weight heparin 4000 iu was the bleeding intraluminal or extraluminal? Intraluminal.